Event description:
It was reported that the device continuously displayed ¿cassette not attached properly, reattach cassette." There was unknown patient involvement

Manufacturer narrative:
(B)(6). B3: unknown; no information has been provided to date. H3: the device was received for evaluation. A visual inspection noted that the device had a cracked battery compartment, bubbled dso seal, and a damaged bushing in the ac connector preventing proper charging. Functional tests were performed and found the remote dose cord couldn¿t be fully inserted into the remote dose connector. Also, the dso sensor is non-functional. The reported problem was confirmed. The root cause of the problem was a non-functional dso sensor. The service history review identified there was no indication that the complaint was related to a service of the device within the review period. As a result, the battery compartment, dso seal, dso sensor, dso bezel and pwa were replaced.